Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report that a patient experienced a missing sensor wire on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient was not able to locate any portion of the sensor wire. Patient's mother reported to distributor that sensor was not working. Patient's mother removed the sensor wire after the fourth day and wire was not intact. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).